Manufacturer narrative:
Additional information: d10, h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a female connector separated from the main body. The reported condition was verified. The solvent bond between the female connector and the main body on the transfer set was broken causing the female connector to separate from the main body. This separation causes difficulty to disconnect a patient connector from the transfer set; therefore, the transfer set was the cause of the connection issue. The cause of the broken solvent bond was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the female connector of the transfer set and the patient line of the cassette. This occurred after use of the devices for peritoneal dialysis therapy. It was further described as "the light blue component kept spinning and would not disconnect, then they noticed a sliver of light blue plastic that came off the thread of the light blue clamp component". The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.